Event description:
Customer reported that the insulin pump froze when attempting to change basal rates. Customer stated that they ran the self test and it passed however the customer was still unable to change the basal rates. It was noted that the keypad may be unresponsive. Customer's blood glucose reading at the time of the call was 69 mg/dl and has treated with glucose tablets. No further information reported.

Manufacturer narrative:
Insulin pump was received with the buttons functioning properly. No unexpected freezing of the device and time advances normally. However, moisture damage on the keypad traces was observed during testing. Damages to the lcd window, reservoir tube lip, reservoir tube window and battery tube threads also noted.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.